Event description:
It was reported via fax that the compressor has low compression- s/n (B)(4). Per independent repair center statement, unit is alarming or red light. The key failure was compressor for the component was low compression. Additional malfunctions were homefill port was leaking. No patient injury alleged, no additional information provided.